Event description:
It was reported that the t: slim x2 pump battery would not charge, and the screen would not turn on, despite using various charging supplies. The issue required the caller to hold the cable in place for the pump to recognize the charge connection. There was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support decided to replace the pump with an updated version and advised the caller on steps for using the new device. The customer will continue using the current pump until the replacement arrives, and they will also employ mdi as a backup therapy. The caller was informed about returning the faulty pump and acknowledged all instructions.